Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima prn pnk 20ga x 1.0in row had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: when the needle was removed from the subcutaneous catheter, the safety did not engage.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9175123. The review did not reveal any detected quality issues that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one physical sample was provided for evaluation by our quality engineer team. However, the sample was unavailable for evaluation due to covid-19 concerns. A thorough investigation utilizing other methodologies and available information has been completed to the best of our ability. Ten samples were obtained from the manufacturing facility in an attempt to replicate the reported incident; however, the ten samples performed per specification. A manufacturing related cause could not be determined for this incident.

Event description:
It was reported that saf-t-intima prn pnk 20ga x 1.0in row had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: when the needle was removed from the subcutaneous catheter, the safety did not engage.